Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the initial valve was implanted in a 50/50 position. The post deployment echocardiogram, however, showed 1-2+ ai. The decision was made to deploy a second valve more ventricular in an attempt to resolve the leak. Slight ai was still observed on echo. With the tee probe was placed more epi-gastric it showed that the ai was really an anterior paravalvular leak. In order to troubleshoot, 1cc of diluted contrast was added to the atrion device and the valve was post-dilated, yielding trace pv leak. The artery was repaired and the patient was noted to have left the room in stable condition.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history record (DHR) review for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, the balloon was inflated rapidly at the beginning of inflation causing the valve to move aortic. In the absence of imaging from the case, the root cause of the reported regurgitation cannot be confirmed though the mild-moderate paravalvular leak could have been a due to procedural and patient factors (moderately calcified aortic annulus). Positioning of the valve was noted to be 50:50. The pvl was mitigated by the placement of a second sapien valve and post-dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.